Manufacturer narrative:
Additional information: g3 correction: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the insertion was ok, however, 2 hours after the insertion, they observed that there was a blood leak under the dressing. It was stated that the polyurethane catheter had a leak and hole at the junction of the arterial (red) extension silicone tube and bifurcate. The catheter was immediately explanted, and they implanted a second catheter with the same lot number and on the same box. Everything was okay, but after some time they had the same situation wherein they observed that there was a leak and hole at the junction of the venous (blue) extension silicone tube and bifurcate. The second catheter was explanted. The hospital then decided not to use the other three (3) catheters from the same box, as the risk of the problem was very high and instead, to resolve the issue they used and implant a new competitors catheter (3rd catheter used) and the patient¿s status was stable. They were also able to complete the treatment using the third catheter, but the same issue occurred. It was stated that the customer was resigned from the official complain because the possible reason of the crash of the catheters was that the patient did it themselves. It was also stated that the patient had a big vessel damage before the implantation of the catheter and after the catheter was explanted the damage became even bigger and it was very hard to put in another catheter in place. The patient did not require additional surgical procedure to treat the vessel damage but required longer hospitalization (few days more-about one week) for solving the problem. The catheters were not repaired and there was no luer adapter issue (1st and 2nd catheter). Tego was utilized (1st and 2nd catheter). Nothing unusual was observed on the devices prior to use (1st and 2nd catheter), flushing was done with normal result (1st and 2nd catheter), no other products being utilized with the devices (1st and 2nd catheter) and no excessive force was used on the devices (1st and 2nd catheter).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the insertion was ok, however, 2 hours after the insertion, they observed that there was a blood leak under the dressing. It was stated that the polyurethane catheter had a leak and hole at the junction of the arterial (red) extension silicone tube and bifurcate. The catheter was immediately explanted, and they implanted a second catheter with the same lot number and on the same box. Everything was okay, but after some time they had the same situation wherein they observed that there was a leak and hole at the junction of the venous (blue) extension silicone tube and bifurcate. The second catheter was explanted. The hospital then decided not to use the other three (3) catheters from the same box, as the risk of the problem was very high and instead, to resolve the issue they used and implanted a new competitors catheter (3rd catheter used), however the situation was the same. It was stated that the customer was resigned from the official complain because the possible reason of the crash of the catheters was that the patient did it themselves. It was also stated that the patient had a big vessel damage before the implantation of the catheter and after the catheter was explanted the damage became even bigger and it was very hard to put in another catheter in place. The patient did not require additional surgical procedure to treat the vessel damage but required longer hospitalization for solving the problem. At this moment the patient is stable with the new competitor¿s catheter (3rd catheter implanted) and they were also able to complete the treatment using the 3rd competitor¿s catheter. The catheters was not repaired and there was no luer adapter issue (1st and 2nd catheter). Tego was utilized (1st and 2nd catheter). Nothing unusual was observed on the devices prior to use (1st and 2nd catheter), flushing was done with normal result (1st and 2nd catheter), no other products being utilized with the devices (1st and 2nd catheter) and no excessive force was used on the devices (1st and 2nd catheter).

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the luer adapter was found to be cracked, leaking, or broken as a result of a manufacturing issue. It was reported that the was a leak or hole on the extension tube. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: clamping repeatedly on the same spot could weaken the tubing and clamping near the adapter and hub should be avoided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the insertion was ok, however, 2 hours after the insertion, they observed that there was a blood leak under the dressing. It was stated that the polyurethane catheter had a leak and hole at the junction of the arterial (red) extension silicone tube and bifurcate. The catheter was immediately explanted, and they implanted a second catheter with the same lot number and on the same box. Everything was okay, but after some time they had the same situation wherein they observed that there was a leak and hole at the junction of the venous (blue) extension silicone tube and bifurcate. The second catheter was explanted. The hospital then decided not to use the other three (3) catheters from the same box, as the risk of the problem was very high and instead, to resolve the issue they used and implanted a new competitors catheter (3rd catheter used), however the situation was the same. It was stated that the customer was resigned from the official complain because the possible reason of the crash of the catheters was that the patient did it themselves. It was also stated that the patient had a big vessel damage before the implantation of the catheter and after the catheter was explanted the damage became even bigger and it was very hard to put in another catheter in place. The patient did not require additional surgical procedure to treat the vessel damage but required longer hospitalization (few days more-about one week) for solving the problem. At this moment the patient is stable with the new competitor¿s catheter (3rd catheter implanted) and they were also able to complete the treatment using the 3rd competitor¿s catheter. The catheters were not repaired and there was no luer adapter issue (1st and 2nd catheter). Tego was utilized (1st and 2nd catheter). Nothing unusual was observed on the devices prior to use (1st and 2nd catheter), flushing was done with normal result (1st and 2nd catheter), no other products being utilized with the devices (1st and 2nd catheter) and no excessive force was used on the devices (1st and 2nd catheter).

Event description:
According to the reporter, the insertion was ok, however, 2 hours after the insertion, they observed that there was a blood leak under the dressing. It was stated that the polyurethane catheter had a leak and hole at the junction of the arterial (red) extension silicone tube and bifurcate. The catheter was immediately explanted, and they implanted a second catheter with the same lot number and on the same box. Everything was okay, but after some time they had the same situation wherein they observed that there was a leak and hole at the junction of the venous (blue) extension silicone tube and bifurcate. The second catheter was explanted. The hospital then decided not to use the other three (3) catheters from the same box, as the risk of the problem was very high and instead, to resolve the issue they used and implanted a new competitors catheter (3rd catheter used), however the same situation occurred. It was stated that the customer was resigned from the official complain because the possible reason of the crash of the catheters was thatthe patient did it themselves. It was also stated that the patient had a big vessel damage before the implantation of the catheter and after the catheter was explanted the damage became even bigger and it was very hard to put in another catheter in place. The patient did not require additional surgical procedure to treat the vessel damage but required longer hospitalization (few days more-about one week) for solving the problem. At this moment the patient is stable with the new competitor¿s catheter (3rd catheter implanted) and they were also able to complete the treatment using the 3rd competitor¿s catheter. The catheters were not repaired and there was no luer adapter issue (1st and 2nd catheter). Tego was utilized (1st and 2nd catheter). Nothing unusual was observed on the devices prior to use (1st and 2nd catheter), flushing was done with normal result (1st and 2nd catheter), no other products being utilized with the devices (1st and 2nd catheter) and no excessive force was used on the devices (1st and 2nd catheter).

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.